Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip of the laser fiber measured 0.25 mm and appeared used. The pattern on the tip face was consistent with normal degradation. The laser fiber measured 306 cm from the proximal tip of the connector. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on october 24, 2014 that a flexiva tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the fiber broke in two 3cm from the laser fiber tip. The broken fragment was stuck inside the and was removed with the scope. It was also noted that the scope was damaged. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the fiber broke in two 3cm from the laser fiber tip. The broken fragment was stuck inside the and was removed with the scope. It was also noted that the scope was damaged. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.